Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient couldn¿t remember when the meter stopped turning on. The patient manages her diabetes with a combination of medications including metformin tablets. She denied making any changes to her usual diabetes management routine in response to the alleged issue with the meter. She alleged that ¿1 week¿ after the meter stopped powering on, she developed symptoms of ¿feeling hot, desperate [and] shaky.¿ she reported that at the ¿beginning of (B)(6) 2015¿, she self-treated her symptoms with food and/or drink. At the time of troubleshooting, the cca noted the meter was not being used for the first time and, based on the information provided, there had been no misuse of the meter. The patient was using the correct test strips. The meter would not power on manually with a button press or when a test strip was inserted per owner¿s manual. Based on the information provided, the batteries did not need to be replaced. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged power issue began.

Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.